Event description:
It was reported that a user experienced temporary cgm data loss on the ilet due to dexcom g7 signal loss, indicated by three lines and subsequent recovery of blood glucose readings without intervention. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education focused on cgm connectivity with the ilet. Investigation of this case revealed transient cgm-to-ilet communication loss with self-resolution, with no device malfunction confirmed and no effect on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was temporary signal interruption consistent with user environment or connectivity factors.